Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2014 with the following findings: on examination there was no evidence of moisture behind the display lens. There was visible corrosion in the battery compartment. The pump case was intact without visible cracks or damage. A leak test was performed and did not reveal any moisture leakage into the pump. The pump was opened for investigation and did not reveal any evidence of moisture damage inside the pump; there was no evidence of moisture damage on the internal components or printed circuit board. Unrelated to the original complaint, the display was noted to be dim, faded and discolored. Adjustment of the contrast settings did not resolved the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue, moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.